Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging horrible headaches, using inhaler and shortness of breath three to four times. The patient reports past medical of heart issues due to heart cath, lung issues until using CPAP device, kidney issues from diuretic that the patient in renal failure for three days. The patient also reports being a diabetic. The device was returned a couple of years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.